Manufacturer narrative:
H10, h3, h6: the device, used for treatment, was returned for evaluation. Visual inspection of the returned device confirmed the reported event. A view from the underside of the poly trial revealed significant scratches and nicks on the front and back of the poly. The damage to the underside of the poly trial indicates that it was pried out of the tibial base plate multiple times (most likely because the femoral trial was putting pressure on the poly). There was no part/serial/lot number provided for DHR review so it could not be concluded if the device met the manufacturing specifications. A complaint history review identified similar events. The stride surgical technique for manual instrumentation has instructions for placing the poly insert trial. We were able to confirm there was a relationship established between the reported event and the device. The malfunction is likely due to user error from the poly trial being removed from the tibial base plate multiple times most likely due to the femoral trial putting pressure on the poly. These components are used on both condyles and both knees so the front of the trial is dependent on the operative condyle. The poly trial is designed to be laid into the tibial base plate without a retention mechanism. Therefore, it should be easily removed without a significant force.

Event description:
It was reported that while inserting the trial poly the surgeon attempted to use the impactor to impact the trial from anterior to posterior. The trial cracked, this happened twice. Two broken poly inserts.